Event description:
The patient was brought to lab for chronic high impedance on right ventricular (rv) lead. When tested through the analyzer, the impedance was normal. Testing of the lead and device were inconclusive (unable to ascertain which may have been faulty). The doctor made a decision to place a new lead and generator. First replacement lead was removed per the doctor's discretion. The patient tolerated procedure well. However, the first rv lead placed (st. Jude medical 7120, 65 centimeter) had a rise in impedance shortly after suturing the device to the muscle. Therefore, the new lead was replaced with another rv lead (st. Jude medical 7120, 65 centimeter). The problem lead was sent to st. Jude medical along with previous extracted lead and the generator in order to detect for any dysfunction.